Event description:
An r-port premier was implantel for the infusion of therapeutic medication in 2002. In january 2004 the pt began to complain about site tenderness so the port was explanted in 2004. Upon removal, a fracture was discovered on the catheter portion of the device about 3 centimeters from the port infusion reservoir. The catheter was removed. It should also be noted that there was difficulty aspirating from the left arm port.